Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to svt with fast ventricular response. Programming changes were recommended. An av node ablation will be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.